Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - analysis of the provided files revealed an incorrect german text in rms report and file for the warning ¿[a44] rv threshold value is over the max tested amplitude¿. The occurrence date and max tested amplitude are not available. The correct information is available on programmer in ¿autothreshold episodes¿

Event description:
Reportedly, on the telemedicine report and on programmer there is an incorrect translation for the alarm [a44].